Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr review (lot#4145142): 1)this batch of products were assembled at intima ii auto line 2 in jul 2024 and packaged at r240 & cfs package line in jul 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the foreign matter on the surface of the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm had foreign matter preparing to infuse a patient, the sealed intravenous indwelling needle disposable package was opened and it was discovered that there were unknown black impurities on the prn cap of the indwelling needle. A new indwelling needle was immediately replaced to infuse the patient, and no adverse consequences were caused.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.